Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported having high blood glucose levels and wanting to relocate the infusion set. The current blood glucose level was 363 mg/dl. The customer had symptoms of wanting to throw up. The customer treated the high blood glucose with a manual injection. The customer did troubleshoot the issue. The current blood glucose level at the time of the incident was 300 mg/dl. The customer mentioned air bubbles in the reservoir and bent cannula during troubleshooting. The insulin pump will not be returned for analysis.